Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 300 mg/dl. The customer was initially able to resolve the issue through troubleshooting, and was sent a replacement battery cap. During a follow up call, the customer stated that the failed battery test was occurring again even with the new battery cap installed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Findings: blank display due to corroded original battery cap contact. Test battery cap was used and pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No weak battery alarm, battery out limit, low battery alarm, failed battery test alarm or bad battery alarm noted. Pump had slightly corroded battery tube, cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window.